Event description:
The surgeon attempted to implant a silicone lens model aa4203tf and was unable to advance the lens. It was indicated that the lens was stuck in the inserter. The lens was not implanted and there was no pt injury. An mtc60c cartridge was used and the lot number is unk. The surgeon used an msi-p1 delivery system and the lot number is 1179932.

Manufacturer narrative:
Investigation is ongoing. Eval results: results - (other): visual inspection of the lens showed evidence of surgical residue and the lens was stuck in the inserter. The foam tip plunger was stuck in the holder. There was no visible damage to delivery devices.